Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7136630 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation at the midline anatomy. The patient underwent a spinal cord stimulator (scs) lead repositioning procedure, was doing well postoperatively. The devices remained implanted and in service.